Event description:
Terumo is out of stock on temperature probe/clips for 3/8" temperature probes. This part is pertinent to monitoring the cardioplegia temperature. Competitor supply also running low. No patient involvement at this time.

Manufacturer narrative:
Investigation in process, but not yet concluded.